Event description:
A report was received that the patient was experiencing pain at the pocket site. The pt's pocket site was moved during a pocket revision surgery and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.